Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) stated that the customer reported while the iabp was in use on a patient the catheter extender had excessive condensation in the line. The patient was at the end of therapy and the balloon was removed. The patient was not put on another iabp. Upon evaluation the fse reported that the iabp and the condensation removal circuit was functioning normally. The fse instructed the customer on how to remove excess condensation per the user manual. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use. There were no parts replaced.

Event description:
The customer reported that they visually observed excessive condensation in the tubing of the intra-aortic balloon pump (iabp). There was no patient injury or harm reported.